Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of multiple cases opened for cracked lenses. Additional information has been requested.

Manufacturer narrative:
One opened handpiece injector was received for the report of cracked/scratched lenses. A visual inspection of the handpiece injector was performed and was found to be conforming. A dimensional plunger position height check was performed and was found to be nonconforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates that the injector handpiece had a nonconforming plunger position, which indicates a nonconforming front section bent configuration. The nonconforming plunger position could be contributing factor for the reported event of cracked/scratched lenses. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 3 years and 9 months. The manufacturer internal reference number is: (B)(4).